Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by visual examination of the return device. The tip of the reamer was cracked and there were signs of overall wear. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was found to be fractured after being used in surgical procedure. There was no secondary device used as it was not needed. There was no foreign body retained or harm to the patient.